Manufacturer narrative:
Edwards received additional information through follow-up. Transthoracic echocardiography movies were reviewed with the following impression: mild paravalvular aortic regurgitation is noted in association with an 27mm aortic bioprosthesis. The position of the valve appears displaced toward the lv, suggesting that valve position likely is playing a role in the presence of aortic regurgitation.

Manufacturer narrative:
Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, it can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. Medical records confirmed the reason for explant was pvl. Annular calcification, a well-known risk factor for the development of post-operative pvl, may affect proper seating of the valve after debridement. Technique related factors, such as incorrect valve sizing, improper valve seating at implant or improper securement of the nadir sutures, may also contribute to the development of pvl. Finally, anatomical factors like excessive annular or subannular calcification may also contribute to difficulties seating the bioprosthetic valve in the annulus with a resultant pvl. In this case, it was reported that the valve size was correctly chosen but that a valve pop in maybe have occurred because of bad positioning. The device was not available for return and evaluation. Therefore, the device evaluation was not able to be completed and the root cause for the pvl remains indeterminable; however, patient and procedural factors likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 27 sutureless pericardial valve was explanted after an implant duration of 36 days due to paravalvular leak. As reported, this patient was admitted presenting a severe heart failure (ef 19% and a 10cm lv diameter) due to aortic stenosis with low gradient (low flow low gradient sd.). According to the doctor, this patient was indicated for a heart transplant, however they tried to replace the aortic valve because after many exams they found out that the patient had a myocardial reserve. So the medical decision of aortic valve replacement was an attempt of improving his functional class (initially nyha IV). A 27 sutureless pericardial valve was chosen because of the high risk of the patient. The patient was discharged from ICU on the second day after the surgery and first echo was performed showing two places of mild to moderate pvl, no intraoperative echo was performed. Following the days the patient presented worsening of renal function. The patient was submitted to a heart transplant. According to the surgeon, the patient was noted to be fine. Per medical opinion, the valve size was not wrongly chosen, definitely the right size for this patient was a 27 instead of 29, however he felt that a valve pop in maybe have occurred because of valve bad positioning.

Manufacturer narrative:
Images were provided by the customer for evaluation. Customer report of paravalvular leak could not be confirmed through image evaluation. Image evaluation was performed through 16 color images provided by the customer. The images included 13 pictures of the valve while implanted in the heart, and 3 pictures of the valve explanted. The frame was observed to be expanded as seen on picture. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.